Event description:
It is reported the pt was revised due to dislocation.

Manufacturer narrative:
Eval summary: no devices or photos were received, therefore the condition of the component is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain add'l info; however, no info has been received to date. Pt factors that may affect the performance of the components such as bone quality, height/weight, type of activity, and relevant medical history are unk. Adherence to rehabilitation protocol is unk. Cause cannot be definitively determined. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.